Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the customer. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the pigtail catheter moved out of position after this delivery catheter system (dcs) crossed the native valve. As the pigtail catheter was being repositioned, a decrease in blood pressure was noted. The patient was intubated and medication was prescribed. The patient's condition did not improve and cardiopulmonary bypass (cpb) was initiated. A transesophageal echocardiogram (tee) revealed a confined annular rupture. The physician was unable to determine the cause of the rupture. A decision was made to continue the procedure and the valve was implanted. Immediately post-implant, the patient was reported to be stable but was transferred to the operating room to remove the blood that had collected around the heart. During the subsequent operation, an aortic root replacement was attempted but was unsuccessful and no further treatment was performed. The patient expired later that day. The cause of death was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. It was reported that, just prior to the hypotension that indicated the rupture, the pigtail catheter moved out of position and was being repositioned. From this information, the annular rupture and subsequent hypotension were most likely caused by the manipulation of the pigtail catheter. Vessel trauma due to a guide wire can occur during any invasive procedure, and is dependent on physician guidewire management technique.